Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed with a radio frequency error. The customer's blood glucose was unknown at the time of call. The customer reported the error along with some in the memory. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a rf pic failed selftest alarm during the self test due to a faulty component on the rf board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.